Event description:
It was reported that the catheter was placed and used without incident in a female pt for knee surgery. During catheter removal, the tip of the epidural separated. It is not known what position the pt was in during the removal of the catheter. An x-ray was performed and the tip was seen in the epidural space at l4 - l5. The pt was taken to surgery for the removal of the tip however, the physician was unable to locate and remove the piece. Another x-ray confirmed the piece remains in the epidural space at l4 - l5. The piece will not be removed. The pt has not experienced any issues to date due to the tip being retained. There was no delay in treatment, no pt death and no complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.